Event description:
It was reported that: "pt has been experiencing some pain and wanted to know if the times implanted were part of the recall."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.